Event description:
It was reported that in 2008, the patient experienced a change in her hearing perception and on the next day, she could only hear a buzzing sound. Testing confirmed that the device has malfunctioned. Re-implantation is scheduled for august.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.